Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that he inserted an infusion set the day before this report, before bed and he woke up, the tubing disconnected from his body as the long tubing was disconnected from the small tubing. The site was at the right abdomen and the pump was located on the same side. The infusion was changed the night before bed. Reportedly, the infusions were stored in the bathroom drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.